Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that centerline endoscopic surgery was performed on (B)(6) 2020. Patient male, age (B)(6). History of tingling in right dominant hand for 4 months. Positive emg for carpal tunnel compression. No associated pathology (no rheumatoid arthritis, diabetes, dr fracture). Surgery was performed under regional anesthesia. Surgical approach as standard procedure with skin incision, opening of fascia, tunnel dilator introduction difficult, widening of incision for easier introduction of dilators and scraper to clean the underlaying surface of the transverse carpal ligament. Uneventful introduction of blade assembly, no fogging, clear view of structures. Small cuts, step by step to cut the ligament from distal to proximal. Clear widening of cut edges of the tvl. Case closed with absorbable skin sutures, dressing applied and discharged from hospital. Patient was advised to see a nurse for dressing change at his home location and contact hospital staff in case of any problem. On (B)(6) 2020 patient complaining about lack of sensibility in the whole thumb, but no pain. At consultation on (B)(6) 2020 there was no swelling, no infection, but no sensibility on thumb and decreased sensation on index finger. An emg was done on (B)(6) 2020 with possible diagnosis of hematoma, rare case of early fibrotic entrapment of nerve or possible partial laceration of the nerve. Revision surgery was performed on (B)(6) 2020. At revision under microscopic conditions, a complete clear cut of the transverse carpal ligament was noted. Partial laceration of the nerve was found at radial/volar aspect, covered in fibrotic tissue. The partial laceration was halfway of length of the tvl. Location was proximal to motor branch exiting into thenar muscles, with length loss of about 0.8 mm. Repair was performed under microscope after fine adaptation of nerve endings with biologic glue and 9:0 sutures.